Manufacturer narrative:
(B)(4). In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the ventilator's touchscreen was broken and when the front panel was replaced the touchscreen was not responding. There was no patient involvement.

Manufacturer narrative:
A vyaire failure analysis lab technician was unable to verify the customer's reported issue. Visual inspection revealed no damage, defect or contamination. The assembly operated without a fault.